Event description:
Boston scientific received information that during an interrogation it was noted that the device had reached end of life (eol). At the check six months earlier, the battery showed two years remaining. Boston scientific technical services (ts) was consulted and discussed that since auto capture was programmed on, the device could have been in retry as the patient was experiencing atrial fibrillation. The field representative stated that the daily measurements do not show the device in retry. Subsequently the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection noted minor scratches on the device case. Detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.